Manufacturer narrative:
(B)(4). It was reported performance breakage suture. An empty winding former, a paper lid and a needle-suture piece of product code z339 were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was not returned for evaluation. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition it suggests an improper handling of the sample. A picture with a re-parked needle-suture piece and a paper lid of product code z339 was provided for analysis. Upon visual inspection of the picture, a needle-suture piece of product code z339 could be observed. However, no conclusion could be reach on how the same suture broke twice. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2019 and suture was used. When closing the fascia and muscle, the surgeon pulled the suture to tie and the same suture broke twice. Another like device was used to complete the procedure. There were no adverse patient consequences reported.